Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blank display, battery out limit and failed battery test. The customer's blood glucose reading was 239 mg/dl. The customer stated that the screen was blank and he received battery out limit and failed battery test. The customer inserted new aaa alkaline battery and failed battery test alarm did not recur. The insulin pump was not returned for analysis.